Manufacturer narrative:
Qn# (B)(4). The customer returned the lidstock, spring wire guide assembly, catheter, and dilator from a (B)(4) kit. The spring wire guide was observed to be kinked in several places and unraveled at the distal end. Severe coil offset was also noticed near the distal end. Microscopic examination of the distal ends of the outer coil wire and inner core wire showed fracturing had occurred. The distal weld could not be located. No issues were found with the catheter and dilator. The outer diameter (od) of the spring wire guide, the inner diameter (ID) of the dilator tip, and the ID of the catheter tip were measured and all measurements were found to be within specification. The length of the spring wire guide was then measured and it was found to be out of specification. Based on this and that one of the welds could not be located it is assumed that all pieces of the spring wire guide were not returned. An inventory spring wire guide was passed through the catheter and dilator. No issues were observed. A manual tug test was performed on the proximal weld and it was found to be intact. (Con't). A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product suggest that if resistance is encountered while removing the spring wire guide from the catheter the catheter should be withdrawn 2 - 3 cm relative to the spring wire guide. If resistance is again encountered the spring wire guide and catheter should be removed simultaneously. The IFU warns that applying undue force to the spring wire guide when resistance is encountered during removal could result in spring wire guide breakage. The customer reported issue of resistance between the spring wire guide and catheter leading to spring wire guide separation was confirmed during the sample investigation. The spring wire guide was found to have fractured approximately 9 cm from the distal end. Coil kinking and offset were observed that are typically caused by operational use. No issues were found with the returned catheter. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause is operational context.

Event description:
The customer alleges that when the guide was removed, it frayed and was removed with great difficulty. A new set was used without complications.

Manufacturer narrative:
(B)(4)

Event description:
The customer alleges that when the guide was removed, it frayed and was removed with great difficulty. A new set was used without complications.